Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an antegrade puncture of a femoral artery after an interventional procedure. Reportedly, the thumb advancer became stuck and the physician was unable to complete the thumb advancer stroke for the finish arrows to align. The safety release button was depressed for an unsuccessful retrieval attempt. The device was ultimately removed by using both counter-traction and a forceful pull. Hemostasis was achieved by manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.